Event description:
A customer reported that red visual contamination was observed on the machine side of the in the pressure monitoring line of a system 1000 hemodialysis machine indicating the possibility of blood in the line. Contamination was reported up to the internal transducer protector. The customer has been using infus disposable sets from lot numbers 205053e and 205054e. There was no patient injury or medical intervention associated with this incident.